Manufacturer narrative:
(B)(4).

Event description:
During a bankhart repair on a (B)(6) year old male, it was reported that the device broke during the anchor pounding. The anchor broke in the patient and was removed. Different anchor has been sent from different tunnel and the first tunnel was left empty. The patient had normal bone quality. A drill had been used as site preparation. A back up device was available to complete the case and there were no reported patient injuries or complications. In addition, the patient¿s post-operative condition was reported as okay.

Manufacturer narrative:
One 2.9 bioraptor inserter and two lengths of suture were returned for evaluation. Visual assessment of the inserter showed no damage. Dimensional analysis of the inserter found it met print specifications. Reported complaint of anchor breakage cannot be confirmed as the anchor was not returned for examination. A review of the device history records was performed which confirmed no inconsistencies. A review of the device history record was performed which confirmed no inconsistencies. After the evaluation the root cause for the reported issue could not be determined. No further investigation is warranted at this time. (B)(4).